Manufacturer narrative:
The instrument logs were evaluated by a service support manager. The investigation revealed the following: no obvious problem was noticed from the io level logs, and no error was detected during the processing steps. A field service engineer has also been onsite but could not find any errors on the instrument and it passed all of the tests. Presumably, the cause for the suboptimal processed tissue was due to an application issue, because the concentration of the absolute alcohols in the last bottle was very low. It should have 98% absolute alcohol or higher. The last bottle must be the newest, but it was detected, that there are the oldest in this affected instrument. This observation was made by analyzing the reagent status of the instrument log files. Therefore, there is no increasing reagent quality (s1 - s6, oldest bottle - newest bottle) and concentration in the alcohol stations. This leads to insufficient dehydration during processing. According to the sent log files, the bottles s1 to s3 were renewed on 16th of june, but the other bottles are older. Autorotation cannot be initiated when only some alcohol stations are exchanged like this. This leads to improper removal of water from the tissue, and can be result in damaged tissues. Additionally, the leica biosystems application consultant from the customer support requested, that the customer changes the paraffin in bath I urgently due to xylene contamination. Furthermore, after discussions with the customer, the thresholds of the reagents were adjusted to improve the tissue processing quality and reduce xylene contamination in paraffin. There were also signs of cross contamination as paraffin was found in the absolute ethanol bottles and crystalline fragments in one alcohol bottle. The service support instructed the field specialists to service the liquid valves, performing a smart clean to thoroughly clean the lines of the instrument and exchange the reagents.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow up will be submitted should additional information become available following the investigation.

Event description:
On 21 june 2021 leica biosystems received a complaint that the customer experienced damaged tissue samples during processing on their asp6025. As a result 1 tissue sample from one patient has not been diagnosed.